Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to patient discomfort. During the replacement procedure, it was noted that the device was moving within the pocket. A new transvenous ICD was successfully placed. It was noted that this product will be returned for investigation. No additional adverse patient effects were reported.